Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had an issue with the device switching off twice with activation of the alarm. It occurred during a laparoscopic cholecystectomy procedure. The intended procedure was completed with the replacement of the insufflator with a spare one. There was a report of a 5 minute delay and the patient was not under anesthesia. The device was checked prior to the procedure and no issues were found. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the alarm went off, and the power of the device was turned off due to a circuit board failure. It is likely that the error code e03 occurred due to main board failure. Olympus will continue to monitor field performance for this device.